Manufacturer narrative:
On (B)(6) 2019, the mentor failure analysis lab has received the device for evaluation. On (B)(6) 2019, mentor became aware that the patient also had bilateral breast cysts and left breast pain and gel bleed, post-operatively. These issues were diagnosed via MRI. Reason for device explant and/or reoperation: breast cyst. On (B)(6) 2019, mentor became aware that the patient had undergone bilateral removal and replacement with the following devices: (right) 800cc mentor memorygel breast implant catalog: 3508001bc lot: 7575451 sn: (B)(4) and (left) 800cc mentor memorygel breast implant catalog: 3508001bc lot: 7418441 sn: (B)(4). On (B)(6) 2019, the product investigation was completed. Device investigation summary: during evaluation of the sample, it was observed to be ruptured. It was received in two (2) pieces. Microscopic examination of the edges of the tear revealed parallel striations. No other anomalies were discovered. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. The striations are consistent with markings made by a sharp instrument perforating silicone material. As stated in the product insert data sheet, do not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps or scissors to contact the device during the implantation or other surgical procedures as this can result in rupture. A breast cyst is a fluid-filled sac within the breast. One breast can have one or more breast cysts. They are often described as round or oval lumps with distinct edges. Breast cysts are usually and typically do not require treatment, but they can be drained using fine needle aspiration if the cyst is large or uncomfortable. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: silent rupture. Concomitant products: (left) 525cc mentor memorygel breast implant catalog: 3505251bc lot: 6864224 sn: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient who underwent primary breast augmentation with two 525cc mentor memorygel breast implants, suffered right side rupture, post-operatively. Patient initially noticed that the right breast was smaller than the left and MRI later confirmed a possible small pinhole rupture. As a result, the patient was scheduled for implant explantation on (B)(6) 2019.